Manufacturer narrative:
Na.

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys hcg + beta test system (hcgb) on a cobas 6000 e 601 module. The sample initially resulted with an hcgb value of < 0.100 miu/ml accompanied by a data flag. This value was reported outside of the laboratory as < 5 miu/ml. The physician asked for a repeat of the sample which had a result of 46393 miu/ml and was believed to be correct. The patient was not adversely affected. The hcgb reagent lot number was 30859906, with an expiration date of 31-may-2019. The field service engineer could not reproduce the issue. He ran performance testing and this was successful. The analyzer performance was within specifications. The provided calibration and control data was acceptable. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, no reagent issue was found. The customer's centrifugation time of the sample was outside of tube manufacturer recommendations. Upon review of the alarm trace, no issues related to the event were observed. A general instrument or reagent problem could not be identified. The investigation could not identify a product problem. The cause of the event could not be determined.